Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported detachment was able to be confirmed. The reported physical resistance and the reported difficulty to position were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced, resistance was met with the heavily calcified, 99% occluded anatomy and the 2.0 x 20 mm mini trek balloon dilatation catheter resulting in the reported physical resistance and the reported difficulty to position. Manipulation of the device resulted in the noted separated polymer coating and the reported/noted core and coil detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a limb salvage case. The procedure was performed to treat a 99% occluded lesion in the anterior tibial artery with heavy calcification. The whisper guide wire and 2.0 x 20 mm mini trek otw balloon dilatation catheter (bdc) were advanced to the lesion. The whisper guide wire was attempted to be advanced further, but resistance was felt with the mini trek bdc and the calcification, and the tip of the guide wire broke in the vessel. The mini trek and whisper were removed without issue. An un-specified guide wire and bdc were then advanced successfully. The separated tip of the whisper guide wire was crushed against the vessel wall, and the target lesion was successfully dilated. The patient had good flow and the procedure was completed. No additional information was provided.